Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer and turbine and gas supply tests during pre-use check. Moreover, other technical errors were reported which option data files are missing or corrupted, connect timeout alarm and turbine failure. Our field service engineer investigated the reported ventilator on site. It was not possible to fix it. Therefore, it was sent back to the manufacturer. The returned ventilator has been tested by the return department. After starting up the ventilator, the touch screen was not responding. It was noticed that the tough screen's glass was broken. Replacing the display inclusive touch screen resolved this issue. The pre-use check failed with pressure transducer test. Replacing the turbine resolved the pressure transducer failure. Another pre-use check was performed and it failed with the flow transducer test. Replacing the expiratory channel connector resolved this issue. A third pre-use check was performed and it passed without any issue. Reconfiguration of software options data to remove the technical errors that indicate option data files are missing or corrupted and the connect timeout alarm. A pre-use check was performed after reparation it passed successfully, it was set after that on ventilation for 48 hours without any issue. The provided logs confirm the reported issue. A similar investigation performed by our contract manufacturer on a the turbine failure in this complaint concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The production process has been revised to ensure that this will not happen again. The improved turbine module has been implemented in the production line of new servo-air devices and as spare part. The turbine module installed in this ventilator device was manufactured before the improved turbine was implemented. The root cause for the touch screen being broken and for the technical errors that indicate option data files are missing or corrupted and the connect timeout alarm is not established.

Event description:
It was reported that the ventilator failed pressure transducer and turbine and gas supply tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).